Event description:
It has been reported to us that during the procedure, the occlusion balloon would not deflate when required. The physician inserted the occlusion balloon wire into the pt. The physician inflated the occlusion balloon to occlude the vessel. At some time during the procedure the physician attempted to deflate the occlusion balloon, however, it would not deflate. The physician attempted numerous times to deflate the occlusion balloon with no success. The physician used the method referenced in the instruction for use and cut the occlusion balloon wire to deflate the occlusion balloon, however, the occlusion balloon would still not deflate. The physician attempeted again to cut the occlusion balloon wire with no success. The physician inserted a diagnostic catheter and forced the tip into the inflated occlusion balloon resulting in deflation. The device was successfully removed from the pt. The pt is reported to be fine. Device was used in pt.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.